Event description:
Reported events "fatigue" "non-hodgkin's lymphoma" & "enlarged lymph nodes" w/in one patient from journal article: "silicone implant incompatibility syndrome (siis): a frequent cause of asia (shoenfeld's syndrome)", immunologic research, (2013 apr 2011). Electronic publication date: 11 apr 2013, manufacturer of the device is unknown. Side was not specified. This medwatch is for the right side. See MFR report #2024601-2013-00381 for the left side.

Manufacturer narrative:
Device labeling: potential adverse events that may occur w/silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Literature reports have also been made associating silicone breast implants w/various rheumatological signs and symptoms such as fatigue, exhaustion, joint paint and swelling, muscle pain and cramping, tingling, numbness, weakness and skin rashes. In the core study, self-reported signs and symptoms were collected in the categories of general, gastrointestinal, neurological, urinary, global, pain, fatigue, fibromyalgia, joint muscular, skin and other. For primary augmentation patients at 10 yrs., statistically significant increases after accounting for age were found for the symptom categories of skin, urinary, and other. For primary reconstruction patients at 10 yrs., statistically significant increases after accounting for age were found in the symptom category of skin. For revision-augmentation and revision-reconstruction patients, no significant increases were found.